Manufacturer narrative:
The reported complaint of "ua 7 (discrepancy between load 1 and load 2 too large)" on the autopulse platform ((B)(4)) was confirmed during power on and data archive review. The load sensing system has detected a weight/load imbalance on one of the load cell. It was determined that the root cause was due to a defective load cell as a result of an aging component. To remedy the issue, the load cell was replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in march 2008. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to ua 7 (discrepancy between load 1 and load 2 too large) displayed upon platform power on. Thus, confirming the reported complaint. During archive data review, error message ua 7 (discrepancy between load 1 and load 2 too large) was identified. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
As reported, during product training, the user's autopulse platform ((B)(4)) displayed user advisory - ua 07 (discrepancy between load 1 and load 2 too large) error message. The users were unable to clear the error message. A zoll sale representative went on-site and attempted to run a simulation on a mannequin but without success. No patient involvement.